Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a sudden drop in intrinsic sensing and an increase in pacing impedance measurements out of range, as well as an increase in pacing thresholds when it comes to this right ventricular (rv) lead. A revision took place and this lead was surgically abandoned and the device was explanted and will not be returned. The patient was not pacemaker dependent, thus no asystole or pacing inhibition was noted as well as no inappropriate therapy. No additional adverse patient effects were reported.